Event description:
Boston scientific received information this lattitude detected a red alert from this system due to v-tachy mode set to value other than monitor + therapy. It was revealed that the patient had undergone an ablation and therapy was inadvertently not programmed back on. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific sales representative confirmed that the patient was brought into the clinic and therapy was programmed back on. No other adverse events have been reported. This product issue will be updated if additional information is received.